Manufacturer narrative:
It was reported that syringe broke at the tip. Received from the customer is one used texium syringe model my8060 lot 91921901. The syringe was visually inspected for cracks, misassemblies or damages to the components. Visual inspection confirmed that the texium syringe was broken. The break occurs where the base of the texium connects to the male luer end of the syringe barrel. Closer inspection under a lab microscope observed stress marks at the break site. No tool marks were observed. No further testing could be performed due to the broken texium syringe. Equipment used for testing on 02sep2020: ¿ optical ram-cnc eq 08204 5-feb-21. A device history record for model my8060 with lot number 91921901 was performed. The search showed that a total of 19,603 units in 1 lot number were built on 07aug2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The customer¿s report that the syringe broke at the tip was confirmed. Visual inspection confirmed that the texium syringe was broken. The break occurs where the base of the texium connects to the male luer end of the syringe barrel. The cause of the break is due to excessive outside force being applied to the texium syringe as indicated by the stress marks at the break site. The root cause of the outside force could not be determined.

Event description:
It was reported that texium needle-free syringe, 20 ml tip broke. The following information was provided by the initial reporter: material no: my8060 batch(lot) no: 91921901 it was reported that syringe broke at the tip. On wednesday, (B)(6) 2020, a 60 ml texium syringe broke at the tip when withdrawing cyclophosphamide from a medication vial. The breakage caused a minor spill of cyclophosphamide (contained on the mixing tray of the biological safety cabinet) of less than 5 ml of fluid. The user was required to withdraw medication from the broken syringe using another texium syringe with a filter needle attached. No patients were harmed during, or as a result of, this incident. ¿ was there a delay of, or change in, the course of treatment due to the event? Please explain: a delay in therapy occurred ¿ the user was required to pull out all medication from the damaged syringe using a filter needle. In addition, spill precautions were required as < 5 ml of drug was spilled from the broken syringe.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that texium needle-free syringe, 20 ml tip broke. The following information was provided by the initial reporter: material no: my8060, batch(lot) no: 91921901. It was reported that syringe broke at the tip. On wednesday, (B)(6) 2020, a 60 ml texium syringe broke at the tip when withdrawing cyclophosphamide from a medication vial. The breakage caused a minor spill of cyclophosphamide (contained on the mixing tray of the biological safety cabinet) of less than 5 ml of fluid. The user was required to withdraw medication from the broken syringe using another texium syringe with a filter needle attached. No patients were harmed during, or as a result of, this incident. Was there a delay of, or change in, the course of treatment due to the event? Please explain: a delay in therapy occurred ¿ the user was required to pull out all medication from the damaged syringe using a filter needle. In addition, spill precautions were required as < 5 ml of drug was spilled from the broken syringe. If patient involvement, can you please provide the following patient information: patient initials: n/a ¿ did not reach the patient. Patient date of birth: n/a ¿ did not reach the patient. Patient age: n/a ¿ did not reach the patient. Patient gender: n/a ¿ did not reach the patient. Patient race: n/a ¿ did not reach the patient. Patient weight: n/a ¿ did not reach the patient. Any relevant medical history: n/a ¿ did not reach the patient.